Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the sf6 gas was unavailable, even though the tank has gas. Additional information has been requested.

Manufacturer narrative:
The customer did not provide a purchase order (po) for service. The tank was not returned for evaluation. The service request was cancelled. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).